Manufacturer narrative:
Internal report reference number: (B)(4). Pen needles were not returned for evaluation. Note: manufacturer contacted customer in several follow-up emails to obtain additional information and to be able to provide support for the initial concern - unable to establish contact with customer at this time.

Event description:
Consumer reported complaint for the trueplus pen needles. Complaint was received via e-mail. Customer stated that out of a box of 100 pen needles, 7 did not work. Customer stated that the pen needles did not perform as intended, causing them to have to "stick my patient twice each time" (customer's profession was not provided). Customer stated they have 12 remaining pen needles. Customer's e-mail did not report any medical intervention related to the use of the product. No further information was provided in customer's e-mail.